Event description:
During an internal investigation it was discovered that unicel dxc software lithium on board stability claim of 21 days on the reagent status screen when a fresh reagent cartridge is loaded on the instrument. The correct claim is 14 days. The lithium reagent kit package insert is correct for a 14 day on board stability claim. All subsequent software version have the same incorrect on board stability claim for lithium. The issues was noted in house and beckman coulter is not aware of any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected to his issue.